Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram was performed, revealing a mobile thrombus on the watchman closure device.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.